Event description:
It was reported that during the pulse generator changeout, the lead insulation was observed to be damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.